Event description:
The user facility reported that water flooded from the steam generator out onto the floor where the unit is located. No injuries or procedural delays/cancellations.

Manufacturer narrative:
The technician inspected the unit and found: steam generator was flooded with water and the sight glass to be full; high pressure set point switch was tripped and small steam leak at the heater flange and in the sight glass. The technician replaced the gasket on the heater element and re-installed the heater element. He re-assembled the sight glass and no further steam leaks were noted. The technician ran test cycles and confirmed the unit was operational; no further issues have been reported. The unit is under steris service contract and preventive maintenance was performed on (B)(6) 2012; no issues were noted.